Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. Hi non-fasting was obtained during blood test performed during the call using the true metrix meter and test strips opened that day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.